Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the device was received for evaluation. During visual inspection, the tubing was observed burst. Per the reporter, the extension set was used in conjunction with a power injector syringe. The reported condition was verified. Power injector devices are not approved to be used with the extension set. The cause of the condition could not be determined; however, the most probable cause was due to the end user operating the device with the non-approved power injector syringe. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an extension set appeared broken leading to leak. This issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.